Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. This report has been submitted on august 29, 2021.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on november 10, 2021.

Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device after falling off a stool. Reprogramming and troubleshooting attempts could not resolve the issue. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.